Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, hydrophilic distal tip detached, exposing the tip of the metal core wire. Also, it was reported that a metallic access needle was used with the guidewire. The procedure was completed with another guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Directions for use states: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle.

Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, hydrophilic distal tip detached, exposing the tip of the metal core wire. Also, it was reported that a metallic access needle was used with the guidewire. The procedure was completed with another guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Directions for use state: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Event of distal tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The visual examination of the returned guidewire revealed that the corewire was exposed at the distal end, with large diameter bends consistent with tensile loading. The specimen coating appeared visually and tactilely consistent, unaided and wet. After allowing it to dry out, unaided, the visual and tactile surface appearance of the specimen is worn and abraded, consistent with clinical use. It was noted that the condition of the returned unit was consistent with the complaint incident. The zipwire was withdrawn using a bsc access needle ((B)(4)) without a plastic introducer. Because the customer failed to follow the supplied directions for use and used a metal access needle without a plastic introducer, the most probable root cause is "use/ use error." A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. A search of the complaint database revealed that no similar complaints exist for the specified lot.